Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the lead in this report may have caused or contributed to a death or serious injury or that the lead in this report has malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot# v956852, implanted: (B)(6) 2012; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 01-mar-2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient stated back on (B)(6) 2012, hcp installed a stimulator for their bladder and patient reported they "had a failure with that unit" and they took it out and in 2021 they got another implant. Upon clarification, patient later clarified by this they were referring to their implant that they got in 2021 that failed. Patient reported their implant that they got in 2021 was removed because it failed. Patient reported the implant "corroded and came out through my skin". Patient stated they still have the lead left implanted from the "failed unit in 2021". Patient stated they removed the implant, but they could not get the lead out/they were unable to remove the lead. Patient clarified they were unable to remove the lead because it was "bonded inside the tissue". Patient stated this occurred maybe back in (B)(6) of 2024 and hcp removed the device. Patient stated it was an emergency surgery. Patient stated they got a new implant from a different manufacturer. Patient inquired if they can have an MRI scan with only the lead left implanted. Patient stated they have a new implant now with another new lead from a different manufacturer. Agent reviewed MRI guidelines and redirected patient to their managing healthcare provider to further discuss MRI eligibility with only lead left implanted. Redirected patient to other manufacturer for other implant to discuss MRI eligibility with that implant. Emailed patient MRI guidelines for hcp per patient's request. Please note, agent had a very difficult time hearing patient throughout call and made best attempt to collect all relevant event information. Patient mentioned they have a surgery consult in september for a bad sinus rhinoplasty that patient has and patient stated they may want to do a head MRI scan.